Event description:
It was reported that the surgeon inserted and removed a cc4204bf collamer plate lens due to a peripheral equator tear. The reporter stated the incident was not related to the lens.

Manufacturer narrative:
.